Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Upon visual examination, the extension set was disconnected at the bonded joint between the caresite valve and the female adapter. The returned product visually confirmed reported defect. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. As a result of this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. Since the lot of product was manufactured before the conduction of the training, no further formal corrective action is warranted at this time. While we are unable to confirm the root cause of the reported incident, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, the green connector of the extension tube was disconnected and caused blood leakage.